Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the device was used for the colorectal anastomosis. When he tried to remove the safety, it was stuck. The safety was opened by the surgeon with force. The device was used, but the anastomosis was not successful. The surgeon was not sure if staples were present or not. The tissues didn't appear to be cut. A second device was opened and used. The second device worked. Two or three days post-operatively, the patient had an anastomotic leak. The patient was taken back to surgery. No product is being returned, the devices were discarded. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.